Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to aseptic loosening femur; aseptic loosening tibia; component dissociation (right). (B)(4). Frasa: p2 - mild disease not incapacitating.